Event description:
A health care professional reported that during surgery, they noticed that lens was implanted, plunger kept sticking during surgery. Iol had contact with the patient and procedure have been completed by implanting the lens correctly. No harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided in d.4. Additional information has been provided in d.9., h.3., h.6., and h.11. Only the used device was returned loose without the blister tray or carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The nozzle tip has stress lines. A long, posterior tip aneurysm was observed beginning just past the fill line. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated, the root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the acrysof¿ iq iol with the ultrasert¿ preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Only the used device was returned. A long posterior tip aneurysm was observed. This heavy stress deformation may indicate that the lens and/or the plunger were not in the proper position for advancement per the IFU. This condition may have resulted in the reported complaint of "plunger kept sticking during the surgery". The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).